Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that after the gastrointestinal videoscope was connected to multiple towers, an incompatible scope error code e315 was displayed each time. The event occurred during set up upon receipt of the device. There was no patient involvement reported.